Manufacturer narrative:
The tech found that there was a short in the hand pendant. The tech replaced the remote control assembly to resolve the issue.

Event description:
The account alleged the head of the bed is going up and down on its own. No pt impact.